Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient asked if the use of an electric wheel chair or lift would cause the ins to deplete faster. The patient stated they would charge the ins to full but it seemed that the ins would deplete faster when the patient was in the electric wheel chair or the lift. The patient said the ins was not working like it used to and clarified because the ins would deplete faster. The patient said this started about 6 months ago. The patient was directed to their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she wasn't sure that¿s what it was in reference to the stimulator depleting faster when in an electric wheel chair or the lift, but it seemed to interfere with the stimulator when the wheel chair was on. The patient reported that she had to turn it down. The issue was resolved. No further complications were reported.